Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive issue on (B)(6) 2026, where the adhesive patch and cannula housing detached during needle guard removal. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.